Event description:
The instrument's batteries burned user after the user improperly took the analyzer apart to change the batteries. No medical intervention was necessary or taken. Late filing is part of (B)(6)'s response to FDA's 483 issued june 29, 2017.